Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The engineer performed troubleshooting and replaced a malfunctioning acid pump. The customer calibrated tests and ran controls, and observed no issues. The customer approved the controls and performed reproducibility tests. The results passed, and the customer observed no issues. The atellica im 1600 analyzer performed as expected post-service repair and required no further evaluation.

Event description:
The customer obtained a discordant falsely elevated vitamin b12 (vb12) result on one patient sample on an atellica im 1600 analyzer. The result was reported and questioned by the physician(s). The customer used the same patient sample and analyzer to perform repeat testing. The repeat result was lower, and the customer considered the result correct. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated vb12 result.